Event description:
Journal reference: wallace ms, rauck r, fisher r, charapata sg, ellis d, dissanayake s. "Intrathecal ziconotide for severe chronic pain: safety and tolerability results of an open-label, long-term trial." Anesth analg 2008;106(2):628-637. The primary objective of the current study was to investigate the safety and tolerability of long-term ziconotide therapy using a slow-titration regimen. This open-label, multicenter, long-term, outpatient study evaluated the efficacy, safety, and tolerability of it ziconotide in 644 pts with severe chronic pain, with a primary focus on safety and tolerability. A total of 744 infusion pumps were associated. Some pts had both a medtronic implantable pump and a caddmicro ambulatory infusion pump, sims deltec, inc. Event: one case of meningitis was reported with an implanted infusion system.